Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that the insulin pump alarmed motor error, compromised force sensor system, and that insulin was squirting out during manual prime. The blood glucose level was 82 mg/dl. The customer stated that the alarms occurred on the old insulin pump, and he had a new insulin pump that he needed to set up. The customer was helped setting up his new insulin pump. Nothing was replaced or returned for analysis.